Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2025. The date of event is an approximation. On the same day, it was reported that a broken sensor wire occurred. Upon sensor deployment, the patient alleged that the sensor wire broke from the sensor pod and remained in the skin. On (B)(6) 2025, tech support contacted a child via phone and obtained more details. On (B)(6) 2025, the patient visited the emergency department (ed) and underwent an x-ray that confirmed the sensor wire was retained beneath the skin. A physician performed minor surgery and successfully extracted the broken sensor wire from the skin. The method of closing the incision was not specified, but the reporter verified that there was no subsequent treatment or further medical intervention. At the time of the report, the patient experienced only fatigue from the procedure. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.